Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. The physician attempted to directly implant the 2.50x20mm taxus express2 drug eluting stent (des) but it could not cross the lesion. When the device was withdrawn from the pt's body, it was noted that the shaft was kinked. The physician then tried to fix the kink of the shaft but it was fractured. The device was completed with a non bsc device with no pt complications reported. The pt's current condition is listed as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.